Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the tubing was not filled when the infusion set was put on. The fill tubing step was performed and insulin delivery was resumed with no occlusion alarm occurring. Customer's blood glucose was 134 mg/dl.